Event description:
The customer reported that their device logged a critical event code during a self test. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and verified the reported issue. The customer has decided not to have the device repaired by physio-control due to the costs associated with repair and has decided to retire the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not conclusively be determined.